Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the other day they all of a sudden started experiencing some leaks which they hadn't experienced before. The patient stated that later that day when they got home they tried to turn the stimulation up a little bit and it went all the way up to 10 and it kind of fell out of their hands. The patient said it was almost like it was shocking them so much and it took them a while to get the device and to figure out how to turn it back down. The patient noted that they did get it turned back down and they put it to 9 but for almost the majority of the night their blood pressure was like a hundred and sixty and they kept on trying to do different breathing techniques and things for it to go back down but it did kind of go down but even the following day it was still higher than normal. The patient stated that after the incident they still continues to have leaking. Agent reviewed therapy information and expectations. The patient was redirected to their healthcare provider (hcp) to further address the issue.